Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Boston scientific engineers confirmed that the premature depletion consistent with low-voltage capacitor advisory, even though this device is not part of the advisory population. A device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.